Event description:
At the one month follow-up evaluation for a patient who had received a venous laser ablation, an ultrasound revealed a foreign body in the greater saphenous vein (gsv). The patient was taken to the o.r. For exploratory surgery and a 2 to 3 cm section of a plastic procedure sheath was removed. The physician stated this was due to his error, as he had felt that he had operated the laser while the fiber was intact in the procedure sheath, thus resulting in a separation of the distal end of the sheath. There was no report of patient harm and the patient was discharged the morning after the surgery.

Manufacturer narrative:
Device not returned to manufacturer.